Manufacturer narrative:
G4: 31dec2019 .b4: (B)(6) 2020. The field service engineer (fse) replaced the battery however the issue remained unresolved. It was determined that the unit had a charging problem. Further troubleshooting is pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jan2020 b4: (B)(6) 2020. The field service engineer (fse) replaced the power management board and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
It was reported that the unit declared a battery failure alarm. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported event. The fse recommended that the battery be replaced.